Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's transmitter did not flash when connected to the sensor. It was reported that the sensor was removed and the electrode was noted to be missing. It was reported that replacement would be sent. No further information provided.